Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported behavior resulted from a communication issue.

Event description:
Reportedly, the alert associated to eri was not raised by the home monitor in (B)(6) 2021. Preliminary analysis revealed that the reported behavior resulted from a communication issue.

Event description:
Reportedly, the alert associated to eri was not raised by the home monitor on (B)(6) 2021.